Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-dec-10 from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they were told by the person at their hcp's office to increase their stimulation, but they were unable to do so because they were getting an error. Patient stated that they were seeing a message that tells them that they were at their maximum settings (oor). Patient added that they tried to switch to a different program and increase their stimulation, but the same error message shows up. Agent redirected the patient to their hcp to further address the issue. Additional information was received on 2026-feb-09 from the patient. They reported that cause the maximum settings message was determined to be impedance due to the ¿coiled¿ lead. Also, the generator moved around in the ¿pocket¿ a good deal. After the x-rays on (B)(6) 2025, they had to wait until on (B)(6) 2026 to meet with their hcp. The issue was not yet resolved. They were waiting for a surgical lead replacement and pocket repair at a time when their hcp, the hcp¿s colleague, and the patient¿s manufacturer representative (rep) could be in the operating room together.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34bxn implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that cause the maximum settings message was determined to be impedance due to the ¿coiled¿ lead. Also, the generator moved around in the ¿pocket¿ a good deal. After the x-rays on (B)(6) 2025, they had to wait until (B)(6) 2026 to meet with their hcp. The issue was not yet resolved. They were waiting for a surgical lead replacement and pocket repair at a time when their hcp, the hcp¿s colleague, and the patient¿s manufacturer representative (rep) could be in the operating room together. (B)(6) 2026 (B)(6) (con): additional information was received from the patient (pt). They reported that the cause of the coiled lead was unknown. Patient stated their only guess at a most likely cause was that they became more physically active in the fall - weeding, x-mas shopping, errands - by november they could tell the device was no longerworking. Patient stated there was a device replacement planed for (B)(6) 2026. Patient stated everything was replaced and the pocket was lowered. Patient stated the device was taken by a representative (rep).